Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an ultrasound guided nephrostomy, it was allegedly difficult to drain and there was little liquid flowing out. It was further reported that the drainage tube was taken out of the patient and it was found that the wire line pressed the tube making the inner diameter of tube smaller than normal. Another product was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that after an ultrasound guided nephrostomy, it was allegedly difficult to drain and there was little liquid flowing out. It was further reported that the drainage tube was taken out of the patient and it was found that the wire line pressed the tube making the inner diameter of tube smaller than normal. Another product was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Investigation summary: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. One navarre 8f 30cm locking pigtail drainage catheter was returned for evaluation. Functional and visual evaluations were performed. The investigation is confirmed for restricted flow rate, as the device appeared to have the wire wrapped around the pigtail which would restrict the flow of the lumen. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.